Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as surgical damage. Off-label use-breast: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Device analysis lab reported, right side "intact". Healthcare professional, later reported, "two devices on each side". "Patient had stacked devices on each side". And rupture. Device has been explanted.

Event description:
Device analysis lab reported right side "intact". Healthcare professional later reported "two devices on each side", "patient had stacked devices on each side" and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "two devices on each side", "patient had stacked devices on each side".